Event description:
International affiliate reports that x-rays revealed that two implanted expedium monoaxial screw were broken. Surgery was performed to remove and replace the screws. See mfg medwatch report no. 1526439-2006-00253 for the second screw involved in this event.

Manufacturer narrative:
Review of inspection records found the device met specification requirements when released to stock. Examination of pt x-rays revealed lack of interbody fusion which likely placed stress on implanted screw, leading to device breakage. The surgeon has reported that spinal fusion did not occur. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.